Event description:
It was reported that the foot section lift was defective. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the head end and foot end lift was not function due to the malfunction cpu board, lift capacitors, lift power cables and lift couplers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the head end and foot end lift was not function due to the malfunction cpu board, lift capacitors, lift power cables and lift couplers. Supplemental submitted with evaluation results. Conclusion: issue was resolved for the customer by shipping replacement parts. Customer to perform own repair.